Manufacturer narrative:
(B)(4). Customer called in with the following concern: after rewind insulin pump will restart and alarmed pump error and pump error. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test, rewind test and self test. No pump error or alarm or unexpected restart noted during rewind or during testing. Battery was removed form pump and monitored for 10 minutes. Insulin pump power up properly after insertion of the battery and no pump error or alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error alarm was recorded on (B)(6) 2021 at 07:33:03 hour and pump error on (B)(6) 2021 at 07:35:40 hour. Proceed it by cutting insulin pump open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. Force sensor zero off set within spec(23.1mv). No moisture damage noted on electronic assemblies noted during visual inspection. No physical damage noted during visual inspection. Insulin pump functioning properly. In conclusion no pump error alarm or were noted during testing. Insulin pump may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: after rewind device will restart and alarmed pump error 23 and pump error 49. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test, rewind test and self test. No pump error 49or 23 alarm or unexpected restart noted during rewind or during testing. Battery was removed form pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error 23 or 49 alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 49 alarm was recorded on 08/04/2021 at 07:33:03 hour and pump error 23 on 08/04/2021 at 07:35:40 hour. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. Force sensor zero off set within spec(23.1mv). No moisture damage noted on electronic assemblies noted during visual inspection. No physical damage noted during visual inspection. Device functioning properly. In conclusion no pump error alarm 49 or 23 were noted during testing. Device may have had an intermittent failure not detected during our testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.